Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during use, 4 incidents where the foley catheter was found in bed with a deflated or only partially inflated balloons. Lot#nggz1406, lot#nghn2963, lot#unk, lot#unk.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. No additional actions can be taken at this time since root cause was not identified. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The instructions for use were found adequate and state the following: "if you notice leaks or pinches in the tubing or if the catheter and drainage tubing accidentally become disconnected notify your nurse at once so that she/he can take the necessary precautions. Remember: 1. Don't disconnect, pull on, or twist your catheter or the drainage bag tubing. 2. If you notice leaks in the system, notify your nurse immediately." This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during use, 4 incidents where the foley catheter was found in bed with a deflated or only partially inflated balloons. Lot#: nggz1406, lot#: nghn2963. There were 4 incidents with tr1758um14 from batches: nghn2963 and nghn5151. On (B)(6) 2025, 2 incidents of tr1758um12 batch for batch: ngjt3665 was reported in obstetrics theatres. Recent high rate of failure of 7 incidents in 3 days occurring with tr1758um12 ¿ specifically batch: ngjt3689. A further 2 incidents recently occurred with tr1758um12 batch ngju4011. On one occasion there was balloon burst.